Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received a vibratory alert for an out of range lead impedance. Device interrogation showed high impedance, low sensing and high capture threshold. Fluoroscopy revealed that the lead had slightly advanced. No pericardial effusion was observed via review of echocardiography. The lead was repositioned with no consequences to the patient.